Manufacturer narrative:
The hillrom engineering team immediately observed a burning, smokey smell when the device was plugged into a power outlet. The compressor would not turn on when energized. The power adaptor block was blinking green light. They found the inside of the device to be dirty. There was an infestation of insects/rodents droppings. A loose capacitor was rattling inside the compressor chamber, causing electrical shorts, which was causing the burning smell. The life2000 ventilator (acute care) is a lightweight volume-controlled non-invasive ventilator designed to provide breathing support to acute care patients who are in mild to moderate respiratory distress. It's also used to provide transitional, pre-discharge support to recovering patients who no longer need conventional mechanical ventilation. The device's proportional open ventilation® (pov®) technology supports your patient's comfort with a mask-free interface and may help prevent some of the challenges often associated with traditional ventilators, such as tolerance to pressure modes, or skin breakdown resulting from a tightly fitted mask. The compressor was scrapped. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the that the device had a burning smell and was smoking. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).